Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). D4: UDI#: (B)(4). The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Product review of the electric dermatome by zimmer biomet on 27 september 2019 confirmed the reported event and noted that the failure was due to defective motor. Repair of the electric dermatome was performed by zimmer biomet which included replacement of the motor, needle bearing, and plug harness assembly. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Although the reported event was confirmed during inspection of the device, and the device was noted to be functioning after the motor was replaced, it cannot be determined from the information provided what caused the motor to fail. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the running of this device is unstable. The event occurred during testing prior to surgery. There was no patient involvement. No adverse events were reported as a result of this malfunction.